Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'when door is touched unit turns on and off. (Bad door sensor)' was reproduced as the device turning on without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the device powering on without user input was determined to be the failed upper latch switch, which was not engaging while the door was closed. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and off when the door was touched (bad door sensor). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.